Event description:
Analysis was completed on the returned computer and flashcard. An analysis was performed on the handheld and a cracked screen was noted which is due to mishandling of the device. Once the screen was replaced with a known good screen, no further anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. No anomalies associated with the serial cable were identified during the analysis. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
The suspect vns computer and flashcard have been returned and are pending product analysis.

Event description:
It was reported by the physician that his hand-held device (hhd) was not working properly. According to the site, they had to "shove the connector into the bottom" of the hhd to get it to work. The site was able to use it to interrogate, but they did not want to have to manipulate the device every time. Attempts for further info have been unsuccessful to date.

Manufacturer narrative:
Suspect medical device, corrected data: the incorrect serial number was inadvertently reported on the initial and follow-up #1 MDR reports. The correct serial number is provided.

Manufacturer narrative:
Suspect medical device, corrected data: the incorrect serial number was inadvertently reported on the initial MDR report. The correct serial number is provided.